Event description:
Additional information was received. It was reported that there was one unused spin.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, software version #: 4.1.0 product ID: bi71000450, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H2: additional information: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by system reboot. Estimated 3d dose absorbed (patient): 4.51 msv number of people exposed: 1 - patient number of people in or other than patient: 3 additional information was received, see b5. H2: device evaluation: software log investigation found two probable causes: a generator interface error and a software issue. Previously reported codes 10 and 4307 are applicable, as is code 104. No other products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and several generator not ready (errornumber=32) were found in the logs. The power supply was checked and the voltage was at 5.01vdc and adjusted to 5.15vdc. The issue had been resolved. Over ten 3d spins were taken with no issue. The system passed testing and was performing as intended. Codes 10, 120 and 4307 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site took their anteroposterior (ap) and lateral shots with no issues. They proceeded to take a spin, but exposure sounded like it stopped after ten seconds. They switched to a foot switch and attempted to take an ap shot but the system would not expose. They rebooted the system and they were still unable to expose. They decided to remove the system and proceed with a different system. Imaging was aborted. There was a delay of less than one hour and no impact to the patient.